Manufacturer narrative:
The investigation determined the issue is consistent with a mishandling of the device. Based upon provided product images, there was a loose fastener/clip used to secure a controller to the device. A mishandling of the device may have led to unexpected physical impact as the fastener/clip appeared to be deformed in addition to being loose. The controller may have also been taken out or replaced at a certain time, but the fastener/clip was not placed back properly. The investigation did not identify a product issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was alleged that a piece of metal from a cobas 8000 data manager server cut a field service engineer's right hand. A piece of metal sticking out from the server allegedly cut the engineer's hand. The wound was reportedly cleaned and in the hospital, it was reported that the wound was glued and covered with plasters so that the glue would hold better. It is unknown whether any parts had been previously replaced from the server as the part was reportedly from old inventory storage.